Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide a timeline of events? Is an autopsy available? What was the cause of death? Were there any difficulties with the device intraoperatively? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the patient¿s death in any way? Additional information was received: we also knew that this patient was re-hospitalized around 13 days after the first surgery and had a reintervention and then the patient was moved to another city in a hospital that was not of the redsalud net of hospitals where the patient passed away. In this case, the surgical technique described was correct; and in the second surgery the staple line dehiscence opening as a causal factor the failure of the stapler. It is also described in this note that in the initial surgery the surgeon did a ¿prolene 2.0 staple line reinforcement suture run to full length.¿. That for us is so incomprehensible because if the staple line had a dehiscence it should include both, the mechanical stapleline and the prolene suture. The description of the second surgery in this note is as follows: ¿a cavity with a preserved, clean appearance, without peritonitis, was observed, except in the space adjacent to the gastric appendage (corresponding to the gastric fundus), where a collection of fetid pus was observed, about 50 cc. Associated with staple line dehiscence in that sector, to an extent of about 5 mm¿" an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that yesterday in the afternoon, the institution notified the death of a patient operated on in april, which, according to what was reported by the institution, could have been due to mechanical suture failure.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2022. B3: date of event is 2022, event day and month unknown. Captured as 1/1/22 b3.